Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the power supply became very hot when the receiver was charged. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a charger load test and passed. Charged receiver for three hours and checked for a hot charger and the charger remained at room temperature. The customer's complaint was not confirmed. A root cause could not be determined.